Event description:
Received information the ins was overdischarged because the patient had not recharged for months. The manufacturer's representative had done several physician mode recharges without success. Additional information reported the patient had the ins replaced because they were unable to bring the old battery back to normal recharging mode. A nonrechargeable device was implanted. The explanted device was not returned to the manufacturer. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).